Event description:
It was reported that some time post port placement, the port allegedly had extravasation problem. It was further reported that the port was removed. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a catheter was returned for evaluation. Gross visual, microscopic observation and functional testing were performed. The investigation is inconclusive for the reported port pierced and fluid leak issue as the striations were observed on the edges of the complete circumferential break. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the port allegedly had extravasation problem. It was further reported that the port was removed. The patient current status is unknown.